Manufacturer narrative:
The test strips were received for investigation. The retention and the customer's test strips were both investigated by visual reading with 0-native-urine and a leucocytes-dilution-series. The investigation results are as follows: the retention and customer's test strips showed no signs of damage or discoloration. The photos provided by the customer showed no test reaction for leukocytes. The results of the visual reading of the customer's test strip showed abnormal results. The positive concentrations for leucocytes showed a less intense color reaction than normal. The results for visual reading of the retention test strip showed no abnormalities. The investigation via microscope showed a difference in the structure of the test pads' components in comparison to the retention test strips. The retention test strip investigation results were acceptable. The customer's test strips investigation results were unacceptable due to the mentioned irregularities. The investigation determined the event was due to a reaction issue with the customer's test strips. The exact cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant negative results for 1 patient tested with the combur 10 test urine test strip when compared to an unknown laboratory method. Allegedly, the result from the 1st test strip was (leu++) for leucocytes. Two more strips were used with the same urine sample, and both results were negative. The laboratory result was positive. The result from the 1st test strip was considered to be correct.

Manufacturer narrative:
The investigation is ongoing.